Event description:
Related manufacturer report number: 3006705815-2023-03467. Additional information received indicates that the patient had an infection at both the lead and ipg sites.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Event description:
It was reported that the patient  experienced numbness in their legs and was sent to the ER. Patient was put on steroids but it did not resolve the issue. As a result, the patient underwent surgical intervention on an unknown date during which the system was explanted.

Event description:
Additional information received indicates that the patient had an infection. As a result, the system was explanted.